Event description:
The customer reported a failure of the defib sync function on the tram 451. A loss of defib sync function when used during intra-aortic balloon pump operation could result in pump dysfunction. There was no reported patient injury associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.